Manufacturer narrative:
The product is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Review of lot 17097255 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(6). Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2016-00039 and # 9616099-2016-00040.

Event description:
As reported, during an interventional endovascular procedure of the right common iliac artery to the superficial femoral artery (sfa), the saber 6 mm x 15 cm. Balloon catheter (bc-complaint product #1) ruptured at four atmospheres (4 atm.) During inflation at the target lesion. Therefore, the product was successfully removed from the patient. Another larger size saber bc was then used. A smart 6 x 15 and a non-cordis stent were implanted in the sfa lesion. The product was removed intact from the patient. Another saber 6 mm. X 15 cm. Bc (complaint product #2) was then delivered to the common iliac to sfa target lesion. The bc ruptured at nominal pressure. When the physician attempted to remove this product from the patient, resistance was felt. The physician confirmed that the distal tip had separated. The physician attempted to remove the separated tip using a snare but was unsuccessful. Finally, a non-cordis guidewire was used to curl around the separated tip and successfully remove it. The procedure finished successfully. There was no reported patient injury. The products were clinically used. Only the saber 6 mm x 15 cm. Bc (complaint product #2-separated distal tip product) will be returned for analysis. It was not known if the saber 6 mm. X 15 cm. Bc (complaint product #2) was used to post-dilate the stents that were previously implanted. It was not known if the resistance reported occurred during withdrawal of the saber 6 mm. X 15 cm. Bc (complaint product #2) was withdrawal difficulty from the vessel or withdrawal difficulty from the previously implanted stents. Additional information received indicated that both products were used to treat the same patient/were used in the same procedure. Both products were used to treat the same target lesion (right common iliac artery to the superficial femoral artery). There was no reported difficulty removing the products from the hoop, any difficulty removing the protective balloon covers, or any difficulty removing the stylet or any of the sterile packaging components. There were no reported kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally (i.e. Maintained negative pressure). There was no information provided regarding the contrast used for preparation or the contrast to saline ratio used. An unknown inflation device was used for the procedure and it was not known if it was used subsequently with other devices. It was unknown if: there was any resistance/friction while inserting the balloons through the rotating hemostatic valve, there was any resistance/friction while inserting the balloons through the guide catheter, there was any difficulty advancing the balloon catheters through the vessel, there was any difficulty crossing the lesion, the catheters were ever in an acute bend, the balloon catheters kinked while being used, the balloon catheters were removed easily from the patient, vessel, etc.

Manufacturer narrative:
During an interventional endovascular procedure of the right common iliac artery to the superficial femoral artery (sfa), the saber 6 mm x 15 cm. Balloon catheter (bc-complaint product #1) ruptured at four atmospheres (4 atm.) During inflation at the target lesion. Therefore, the product was successfully removed from the patient. Another larger size saber bc was then used. A smart 6 x 15 and a non-cordis stent were implanted in the sfa lesion. The product was removed intact from the patient. Another saber 6 mm. X 15 cm. Bc (complaint product #2) was then delivered to the common iliac to sfa target lesion. The bc ruptured at nominal pressure. When the physician attempted to remove this product from the patient, resistance was felt. The physician confirmed that the distal tip had separated. The physician attempted to remove the separated tip using a snare but was unsuccessful. Finally, a non-cordis guidewire was used to curl around the separated tip and successfully remove it. The procedure finished successfully. There was no reported patient injury. It was not known if the saber 6 mm. X 15 cm. Bc (complaint product #2) was used to post-dilate the stents that were previously implanted. It was not known if the resistance reported occurred during withdrawal of the saber 6 mm. X 15 cm. Bc (complaint product #2) was withdrawal difficulty from the vessel or withdrawal difficulty from the previously implanted stents. Additional information received indicated that both products were used to treat the same patient/were used in the same procedure. Both products were used to treat the same target lesion (right common iliac artery to the superficial femoral artery). There was no reported difficulty removing the products from the hoop, any difficulty removing the protective balloon covers, or any difficulty removing the stylet or any of the sterile packaging components. There were no reported kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally (i.e. Maintained negative pressure). There was no information provided regarding the contrast used for preparation or the contrast to saline ratio used. An unknown inflation device was used for the procedure and it was not known if it was used subsequently with other devices. It was unknown if: there was any resistance/friction while inserting the balloons through the rotating hemostatic valve, there was any resistance/friction while inserting the balloons through the guide catheter, there was any difficulty advancing the balloon catheters through the vessel, there was any difficulty crossing the lesion, the catheters were ever in an acute bend, the balloon catheters kinked while being used, the balloon catheters were removed easily from the patient, vessel, etc. Pi#1-981006163 (complaint product # 1): the product was not returned for inspection. A device history record (DHR) review of lot 17097255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The reported ¿balloon burst-at/below rbp (peripheral)¿ (complaint product # 1) could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2016-00039 and # 9616099-2016-00040.